Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a redo pulmonary vein isolation ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced cardiac arrest and cardiac tamponade which required pericardiocentesis and drain placement. The procedure ended at 1pm and at around 5pm, the patient had suffered a complication of a cardiac tamponade while in the recovery room. Pericardiocentesis was performed with a drain left overnight. The patient required extended hospitalization and stayed in the hospital for at least one night. The patient fully recovered with no residual effects. Transseptal puncture was performed with an nrg c1 98cm needle. Twelve pulse field ablations were completed; no radiofrequency was done. Varipulse plus was used at 30ml/min ablation irrigation flow rate, manual switching to 4ml/min idle, inter application delay 10 seconds. Physician is unsure of the cause of the adverse event but said he had a hard time understanding the tactile feedback with the catheter as it was only his second procedure with varipulse.